Manufacturer narrative:
Continuation of d10: product ID tm91d0 lot# serial# (B)(6), product type accessory. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient reported, "we are going to turn on my dbs now and I am probably going to lose you because I can't talk once it starts." Event date of 07-apr-2026 is the date the pt first reported receiving the "not found" message on handset. Event date of device shutting off was not asked.

Event description:
It was reported that  their battery got shut off and they can't figure out how to turn it back on. Pt was receiving "not found" message on handset screen, agent walked caller through resetting the communicator and handset. Caller was able to successfully connect to the implant and turn therapy on. The troubleshooting steps that were taken on the call resolved the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.